Event description:
After standard insertion of the main body graft, the suprarenal component was deployed. No angiogram was performed prior to removing the contralateral introducer sheath and deploying the iliac leg. Upon completion of the graft insertion, a post deployment angiogram was performed that documented occlusion of the left hypogastric artery. Since the right hypogastric was patent and there did not appear to be any distal endoleaks at the left iliac landing zone, no further intervention was attempted. Pt discharged with no problem.